Manufacturer narrative:
Corrected data: b5, h2, h6.

Event description:
Change to a code, e code, and updated event description. During the atrial fibrillation procedure, it was noted that irrigation was only flowing through four of the catheter's six irrigation ports, and that there were high temperatures during ablation. An eschar was also observed on the catheter tip when ablating at the bottom of the right pulmonary vein. The catheter and the eschar were removed from the patient, the catheter was exchanged and the procedure was completed without adverse patient consequences.

Event description:
During the procedure, it was noted that irrigation was only flowing through four of the catheter's six irrigation ports, and that there were high temperatures during ablation. A large scab-like material was also observed when ablating at the bottom of the right pulmonary vein. The catheter was exchanged, and the procedure was completed without adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Although fluid was observed to flow out of all irrigation holes, the catheter displayed asymmetric flow while priming; however, further investigation determined this behavior was only present during priming flow rates and not during therapeutic flow rates. Fluid within the irrigation lumen becomes turbulent during priming which leads to the observed asymmetric flow from the irrigation ports. Flow is non-turbulent at normal therapeutic ranges and fluid exits the tip in a balanced pattern. The device met specifications during temperature testing, occlusion testing, and leak testing. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, no anomalies were noted during microscopic inspection of the distal tip. The device history records for each possible batch number (8995844 or 9214088) were reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported high temperatures and char remains unknown.

Event description:
This report includes updated device lot# and expiration date.